Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device required a service as the room was flooded when the fire sprinkler became on. The field service technician inspected the electronics and cabling for any possible issues and then applied the windows updates to resolve the issue. The system functioned as intended after the field service technician troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es required a service as the room was flooded when the fire sprinkler became on. Customer stated that the pyxis was soaked. There were no adverse events or injuries reported based on this incident.